Event description:
1 of 3 reports (same procedure). Other mfg report numbers: 3013886523-2026-00112 3013886523-2026-00113. This report is for the first sensor. A facility reported they were unable to zero a sensor (ID (B)(6). No patient injury, however the event led to 30 minutes surgical delay. - were the 3 sensors used on the same patient? Answer : 2 (lot 7624449 and 7624454)of the sensor was used for the same patient and the 1 unit (7624449) was used to test if the problem was with the sensor or the icp monitor - please confirm the 3 sensors were not implanted in the patient when zeroing failure was detected? Answer : two of the sensors were implanted on the patient and one was not implanted - were sensors used with cerelink monitor? Answer : cerelink monitor. - was the patient lead (electrode of cerelink extension cable) always connected to the patient? Answer : the sensor was not used as the icp sensor couldn't zero and was only implanted. - how was the issue solved? Answer : the doctor abandoned the icp sensor and the patient was not monitored - were they able to perform monitoring with another sensor? Answer : no, the patient was in ICU when we were informed about the problem and icp sensor was inserted in theatre. - did they switch to another monitoring method? Answer : no. - how is the patient now? Answer : patient full recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.